Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving the drive support cap notice. Customer also reported that blood glucose was high at 552 mg/dl. The customer treated with insulin pump and manual injection. Customer's blood glucose value was 192 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks but there were a bunch of air bubbles in reservoir. There were no site or insulin issues. The device settings were correct. Customer called back after receiving tubing clamp and the insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.